Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Supplemental #02. Post market vigilance (pmv) led an evaluation of one endo gia* 60mm articulating medium/thick reload and a piece of test media opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The test media was stapled and properly transected. Visual examination of the staple cartridge noted that the reload fully fired. The reload was loaded into a pmv representative instrument (idrive ultra powered handle 1 and endo gia adapter standard) for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Functional and visual testing of the returned sample confirmed the product did meet quality release specifications that were tested regarding the reported conditions due to the ability to test the reload to media. A review of the reload device history record indicates the device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 08/19/2015.

Event description:
Procedure: bypass of gastroenterostomy. Customer states: the reload was used with an I-drive handle. When resecting gastric body in the procedure, the device did not fire although a surgeon was able to clamp the tissue. To correct the issue, this reload was disengaged once, and was loaded again. However nothing improved. A new reload was opened to continue the procedure. Operating time not extended. No further incident. The patient gender, age, and weight are not provided.